Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited some noise. Technical services suspects the noise is caused by a mechanical deficiency. Lead revision was recommended. The physician decided not to replace the lead. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited some noise. Technical services suspects the noise is caused by a mechanical deficiency. Lead revision was recommended. This lead remains in service. No adverse patient effects were reported.